Manufacturer narrative:
There is no indication the device was returned for evaluation. The customer indicated system check and quality control (qc) were within specification at the time of the event. A definitive cause of the incident is unknown. This medwatch report is related to MDR 2122870-2013-00476.

Event description:
The affiliate reported the customer alleged non-reproducible vitamin b12 results, for several patients, involving the access vitamin b12 reagent used in conjunction with the unicel dxi 800 access immunoassay system. One patient sample produced vitamin b12 results of 61, 134, and 71 pg/ml (reference range 180-914 pg/ml). The discrepant vitamin b12 results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. This is report two of two referencing the event date noted.